Event description:
The subject stent was inserted in 2008, into the patient. The patient subsequently complained of irritation and discomfort. Stent removal was attempted in 2009. The physician could not locate the subject stent from the bladder or ureter. The physician then consulted with a colleague, who also could not locate the ureteral stent. Both agreed that an open procedure was required to remove the stent, which was successfully removed. Fluoroscope and insertion video was used, but still images were not taken. A new stent was inserted. There was no patient harm.

Manufacturer narrative:
The device has been discarded by the customer and is not available for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.